Event description:
Stopcock is not staying attached to namic connector tubing. No pt harm or injury occurred as a result of this event.

Manufacturer narrative:
The investigation is anticipated, but has not yet begun. A f/u report will be submitted when it is complete.